Event description:
The scale is very sensitive to being balance so it has a level built in so the user or service person knows if it is balanced. The level is located on the back of the scale partially under the base so if this scale is near a wall (which most scales are) it is impossible to see the level.